Event description:
It was reported that the patient experienced an overdose. The patient had a catheter study at 3pm on (B)(6) 2013 to the check the catheter for patency for an upcoming pump replacement; there were no catheter issues. The next morning when the patient woke up at 5am, she was "waxing and waning" and was in and out of consciousness. The emts (emergency medical technicians) were called to the nursing home. By then, the patient was able to communicate. They did not take the patient in because of this. A bolus was programmed yesterday to fill or re-prime the catheter; the doctor stated it was .176 ml or 352 mcg which seemed appropriate. The pump was delivering lioresal. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient experienced somnolence 12-14 hours after the dye study and priming bolus. The priming bolus was re-evaluated and found to be correct. The cause of the event was thought to be ¿probable uti¿; the patient was treated at the hospital with antibiotics. At the time of this report, the patient was noted to be ¿ok¿. The pump was delivering gablofen. The pump was due for routine replacement.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed impact dents on the pump exterior that did not affect the post-explant pump performance. The pump passed all testing, including testing that showed the pump was dispensing accurately. The logs were examined and no anomaly appeared to have occurred at any time. The pump appeared to be operating as designed.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump was replaced on (B)(6) 2013 it was later reported that the replacement was done without any incidence. It was reported that there was "questionable integrity" of the "reservoir pump". After the catheter dye study on (B)(6)2013 it was determined that the pump integrity was intact. A pump replacement was planned and the functioning catheter was to be left in place. The patient experienced a decreased level of consciousness the following day. Since 5am on the (B)(6) 2013, the patient had been very somnolent and difficult to arouse. The healthcare provider (hcp) was contacted at 8:36am. The hcp then called the patient's daughter. She reported to the hcp that the patient was in and out of consciousness, but was alert and oriented when "coming out of consciousness". T was noted that the paramedics were called. They assessed her, but she did not want to go to the hospital to be checked. The patient was taken back inside and "everything was stable" and she was left at the nursing home. The hcp called the nursing home and reported that he wanted the patient to be transferred to the emergency room (ER) so that the pump could be interrogated and the patient could be assessed for any other medical complications that could have been the reason for her altered mental status. The patient was transferred to a different hospital's ER, as the transferring doctor was not comfortable to commute 30 minutes with the patient to the original hospital. It was noted that the patient's vital signs were completely stable. Although the hcp planned to interrogate the pump as soon as possible, the transferring doctor noted that he had an available pain service to help with the assessment of the pump and that they were also going to "work her up" for any other possible explanation for the patient's altered mental status. At the time of this report, the patient was doing "okay".